Manufacturer narrative:
Manufacturer's investigation conclusion: visual inspection of the returned oxygenator confirmed the reported hair inside of the top housing; however, a specific cause for this finding could not be conclusively determined. It was reported that the healthcare staff primed an extracorporeal membrane oxygenator (ECMO) circuit and when de-airing, it was noticed what appeared to be a hair in the inside of the top oxygenator cap. It was communicated that it was unknown how long the priming phase was. The oxygenator was returned to abbott where a visual inspection was performed that confirmed the reported hair inside of the top oxygenator housing. The oxygenator was forwarded to the external manufacturer (eurosets) for technical analysis. The device was visually checked, and it was confirmed that there was a hair at the top of the lid of the oxygenator. The device history record for the oxygenator, serial # (B)(6)/lot #9523501, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release, and no abnormalities were documented which would cause or contribute to the reported occurrence. Eurosets determined that based on the technical investigation, the defect was confirmed. Due to the fluid dynamics, the position where the foreign body is in, no way impacts on patient safety: that part of the oxygenator never comes into contact with blood, because it is on the gas side. There is no possibility of it moving from the gas side to the blood side (just as during a treatment, blood never mixes with water). Eurosets determined that the event was an isolated case; however, the operators would undergo training to avoid the re-occurrence of this issue. Eurosets communicated that this event will be monitored within the eurosets trend reporting, and in case of adverse trends, further investigation and/or corrective actions will be carried out. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. The IFU states that the device is single use, supplied sterile, and is sterilized by ethylene oxide. The device must not be used if sterility has been compromised. Sterility is guaranteed only if the sterile packaging is not wet, opened, damaged, or broken. Carefully inspect the device before use. Do not use it if the package is wet, opened or damaged, if the device is visible damaged or if the protective caps are not in place. Transport and/or storage conditions other than those prescribed may have caused damage to the device. The IFU also states to carefully check the device seal during priming and operation. Any loss may result in contamination of the environment or the operator, loss of blood, air embolism. During use, a spare a.m.g. Module pmp no t.p. Sterile oxygenator must always be available. The production documentation for the eurosets adult oxygenator, lot number 9523501, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected data: section g3 for MFR# was incorrectly submitted as 10jul2025 and should have been 08jul2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that healthcare staff primed an extracorporeal membrane oxygenation (ECMO) circuit on (B)(6) 2025 morning and when de-airing, it was noticed what appeared to be a hair in the inside of the top oxygenator cap.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was additionally reported that centrimag blood pump was being involved at the time got discarded due to the hair inside the oxygenator, and the pump could no longer be considered sterile. The pump operated as expected prior to utilization. The cause for the suspected hair inside the top oxygenator cap was not determined. It was unknown how long the priming phase was.